Event description:
Paramedics used the device on a person described as pulseless and apneic. The pt's ECG was monitored using a pt cable with the display in lead ii. Four shocks were administered to the pt. The pt was not resuscitated. Later, during review of the stored ECG data, the reporter indicated that the ECG data in lead iii appeared to be a non shockable rhythm and defibrillation therapy was inappropriately administered based on incorrect ECG artifact displayed in lead ii. The reporter indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's condition.